Manufacturer narrative:
(B)(4). Analysis conclusion: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an ileocolic resection procedure the back end of the device lifted during the 3rd firing causing an incomplete staple line. The device reportedly only fired three fourths of the full staple line and none of the staples were malformed. No buttressing material was used. Procedure was completed with another device of the same product code. There were no patient consequences reported.